Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and has not dropped below 300 mg/dl. Blood glucose level at the time of the incident was 554 mg/dl and 209 mg/ at the time of the call. Customer treated with bolus. Auto mode feature was not active at the time of the event. Customer was assisted with troubleshooting. Customer does not allege pump was under delivering. The insulin pump was not replaced or returned for analysis.